Event description:
It was reported that noise leading to oversensing was observed on the right atrial (ra) lead. Noise could be reproduced via provocative testing. Lead insulation damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that noise leading to oversensing was observed on the right atrial (ra) lead. Noise could be reproduced via provocative testing. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.